Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt underwent a trial procedure. The stylet that was packaged with the lead appeared to be bent when the lead was removed from the packaging. The doctor tried removing and re-inserting the stylet in the lead, but was unsuccessful. A new stylet was used to successfully complete the procedure. The procedure was extended by approximately 15 minutes.